Event description:
Procedure type: esophagectomy. According to the reporter: after the string was cut from the orvil to dislodge from the og tube, the orvil and eea were approximated together. The devices would not mate completely and the anvil head would not stay flat so it couldn't mate with the eea stapler. The surgeon had to remove the anvil from the esophagus creating a new enterotomy. There was unanticipated tissue loss. There was no bleeding reported in excess of 250 cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).